Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 355 mg/dl, 402 mg/dl, 392 mg/dl, 446 mg/dl, 432 mg/dl, 451 mg/dl, 418 mg/dl, 406 mg/dl, 570 mg/dl and 539 mg/dl. The customer also reported that the retainer ring broke off. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.